Manufacturer narrative:
Concomitant medical products: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37651 lot# serial# (B)(4) implanted: explanted: product type recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a desktop charger (dtc) connector pin broken. An email was sent to repair to replace the desktop charger. No symptoms/complications were reported. They received the replacement desktop charger but hadn¿t been able to get the new desktop charger to plug into the recharger. It was then discovered the connector pin from the previous desktop charger was stuck in the recharger and unable to be removed. It was confirmed the consumer was able to charge their implant with the recharger having 50% charge remaining. The patient called back from 'phone 2' phone number to report that they started having tremors (they think they first noticed this last friday). The patient repeated information from previous follow up note regarding how they were expecting to get a wireless recharger (wr) due to the connector pin being stuck in the recharger, but agent never received a response from the manufacturer representative (rep) regarding request to transition patient to wr. The patient stated that the recharger battery ended up discharging, so they were unable to charge their implant at that point. During the call, agent had the patient check implantable neurostimulator (ins) charge level with the patient programmer, which showed the ins charge level as 'low' (the word 'low' was flashing). Agent advised the patient to press an arrow on the navigator key to clear the message from the screen, but they did not wish to do so. Agent was under the impression the ins charge level got critically low and caused therapy to turn off. Agent reopened the case and requested recharger from repair to be overnighted to the patient. Agent reviewed with patient that they will need to charge their ins before they can use the patient programmer to turn therapy back on. The patient indicated that they will be calling back after they charge the ins to get instruction on how to turn therapy back on.